Event description:
Doctor did a bi-lateral case on a pt with two (2) 02-300-20 micro surich distraction devices. 20mm end-driven. Distraction had been completed and x-rays revealed no problems. Pt returned home and was in consolidation phase when it was discovered that one side of the jaw appeared to have compressed. X-rays at the hosp. Revealed that the moveable plate at the weld point. Doctor performed an unscheduled surgery and removed the 02-300-20 was implanted a 51-424-20 micro zurich distraction device, 20mm end-driven.